Manufacturer narrative:
The reported events were helix mechanism issue, decreased sensing, and increased capture threshold. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix was stretched/ damaged and clogged with blood. The helix mechanism could not be tested due to damaged helix as received. The reported events of decreased sensing and increased capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During follow-up, after repositioning the right atrial (ra) lead a failure to retract and extend the helix was observed. Decreased sensing and increased capture threshold was also observed on the ra lead. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.